Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was pre-operatively diagnosed with lumbar disk herniation and underwent micro endoscopic discectomy. During surgery, the arm could not be fixed even though the cable tightening wheel of the flexible arm was rotated clockwise. And the tubular retractor could not be held normally. There was no improvement even though the clearance of draw-bar was adjusted to the appropriate length. The product came in contact with the patient. No patient complications were reported as the result of the event.

Manufacturer narrative:
Product was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Image review :the photo shows the flex arm has dissembled. The locking nut at the back may have backed out. If information is provided in the future, a supplemental report will be issued.